Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to duplicate the reported issue. The display is distorted and a replacement is no longer available. The device is not repairable and the customer was advised to remove it from service.

Event description:
The customer contacted stryker to report their device's screen would not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device's screen would not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product access center (pac), for further evaluation. The root cause of the reported issue is determined to be the lcd display. The device was scrapped by stryker